Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed.revision operative notes stated that the patient was revised due to cup loosening and pain. Anterior hip capsule aspirated and obtained clear yellow fluid. Stem was found well fixed and acetabular component was found loose and removed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s hip was revised approximately three years post implantation due to acetabular loosening. The acetabular cup did not achieve the expected boney in-growth and the patient had associated significant and ongoing pain. Attempts have been made and additional information on the reported event is unavailable.